Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an invalid transmitter ID alert. Issue occurred in the past and customer had already replaced transmitter, therefore troubleshooting was not preformed, and no additional information was obtained. A replacement transmitter was sent to the customer.